Event description:
A safety hypodermic needle did not close and latch properly causing the needle to bend and not secure into place. This happened without it reaching the patient, but there is concern about the integrity of this piece of equipment.